Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle wouldn't retract after the injection. The following information was provided by the initial reporter, translated from chinese to english: "the needle cannot be retracted after penetration."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8235278. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, your facility was able to submit samples for evaluation; bd engineers were able to observe an inhibited v-clip during the visual observation of the device, this resulted from a deformed tip shield that blocked the mechanism of action. The root cause for the deformed material is damage sustained rom mechanical grippers intended to stabilize the components during transfer between stations. To address this issue bd has replaced the metallic component with teflon and decreased the pressure allowed to be applied to the devices during transfer.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle wouldn't retract after the injection. The following information was provided by the initial reporter, translated from chinese to english: "the needle cannot be retracted after penetration."